Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: d8, h3, h4, h6. The device was evaluated and the customer¿s allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ceiling plate (cp-plate) was deformed. Olympus will continue to monitor field performance for this device. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. There were no reports of patient harm or injury.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonoscope experienced an issue with "lashing tires" during a diagnostic procedure. The procedure was prolonged greater than 30 minutes and completed with the same device. There were no reports of patient harm.